Manufacturer narrative:
Product event summary #analysis information -- 2014-(B)(6) 13:13:13 cst pli# 10 product ID# 6935m62 the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that one month after implant the right ventricular (rv) lead failed defibrillation threshold testing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable cardio-verter defibrillator ddbb1d4, implanted: (B)(6) 2013; implantable pacing lead 3830, implanted: (B)(6) 2013. (B)(4).